Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was stress tested with no faults found. The device passed complete calibration, including power switch check and total power failure alarm test. The main li-ion battery passed testing with device but failed on the cadex tester for target capacity not met. It is unknown what caused the incident because the battery was observed to be operating normally during testing. The main li-ion battery and power interface module (pim) to central processing unit (cpu) cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.